Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 07-aug-2023. H.6 investigation summary: bd japan (bdj) received one (1) used sample, five (5) unused samples, and attached seven (7) photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. The five (5) unused customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® edta 2k the stopper had loose closure and leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was loose and the blood leakage. Even if the cap was replaced with a cap of a new blood collection tube, it will come off.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® edta 2k the stopper had loose closure and leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was loose and the blood leakage. Even if the cap was replaced with a cap of a new blood collection tube, it will come off.